Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted for high out of range impedance on the right ventricular (rv) lead which occurred during the implant procedure while the implantable pulse generator (ipg) was outside of the pocket. It was noted all measurements are now within normal limits. The rv remains in use. No patient complications have been reported as a result of this event.